Event description:
Event description guidant received information that this right ventricular transvenous defibrillation lead became dislodged and was repositioned. It was reported that pacing impedance measurements have been climbing since that lead revision procedure took place. No adverse patient symptoms were reported.